Event description:
It was reported that right hip revision surgery was performed due to pain.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain. During surgery the bhr cup, hemi head and modular sleeve were removed, however synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. A note indicated that cobalt level was 11 and chromium 1.5 on (B)(6) 2015. No information on the units, measured fluids, reference ranges were provided. According to the provided revision report, there was pseudo-pus-filled and solid-filled pseudotumor in the joint space, corrosion at the taper, some peripheral bone loss at the cup and some osteolysis and bone loss around the proximal femur. Review of the provided implantation and revision reports did not allow determining a root cause or factors that could have contributed or led to the reported findings. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.